Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia and treated with glucagon. Customer's blood glucose level was 174 mg/dl. Customer stated that they received insulin flow blocked alarm while changing the set. Customer stated that they remove the whole set, reservoir and successfully changed the sets. The devices will not be returned for analysis.